Event description:
It was reported that during unpacking, the fiber was contaminated due to hole observed on the packaging. A second fiber was opened to continue with the procedure. There was no injury to the patient due to this event.